Event description:
Consumer reports a syringe without a hole in the needle. Consumer was unable to draw up and sugar level "exhilarated passed" normal level. Consumer had to call the emt for assistance.